Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. When the package was opened, the 2.50x 12 mm taxus express2 drug eluting stent struts were found to be flared. The physician completed the case with a different device. No patient complications were reported. The device did not come in contact with the patient.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.